Manufacturer narrative:
Other, other text: additional information received, the incident was unknown if the event was prior to usage. The patient did not receive the remaining volume. The product was not life sustaining and no information on when date of the event of occurred. Unknown response to clinical injury was reported.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a bleeding lcd. During analysis, the device was started in an application, no problems found with beeping. However, the downstream sensor will be replaced as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump kept alarming. No adverse effects were reported.